Event description:
On (B)(6) 2013, the surgeon performed a left si joint arthrodesis on the patient using the ifuse implant system placing three implants. The patient did well for a couple of days after surgery but then began complaining of new pain and numbness in the left foot and ankle. The surgeon did not document any motor or sensory deficits. A CT scan revealed that the superior implant had breached the s1 neuroforamen. On (B)(6) 2013, the surgeon performed a revision surgery where the superior implant was backed up approximately five millimeters. No other implants were adjusted, removed or placed. No additional bone grafting was performed. Follow up after surgery showed that the patient had complete relief of her leg pain as well as marked improvement in her si joint pain complaints. Per si-bone vp of medical affairs: ¿medical review shows this to be a case of an early revision for treatment of a symptomatic impingement of a malpositioned implant.¿

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis IFU and (B)(4), there is no evidence that the device was out of specification. The most probable root cause for the pain is a malpositioned implant breaching the foramen.